Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported the patient's leads migrated. As a result, the system was explanted. Related manufacturer reference number: 3006705815-2023-00390, 3006705815-2023-00391.